Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that they were not sure why cardioversion was done. No additional information was reported. Patient's weight was reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor issues. It was reported that the patient had a por-power on reset warning message. The meaning of the por was reviewed with the patient, therapy has turned off and reset to shipping parameters. The patient was trying to connect with the ins at the time the por was seen. The patient had a recent medical test or electromagnetic interference/environmental exposure and had a ¿cardioversion¿ on (B)(6) 2017 and thought their ins was off. The patient contacted their doctor and was referred to the manufacturer. It was noted the patient would contact their healthcare provider¿s (hcp) office to schedule a reprogram and a manufacturer representative could be available to meet there. It was reported the patient had been through this ¿a number of times¿ and the last time they had this their ins was reset at the doctor¿s office. No symptoms were reported. No further complications were reported/anticipated. See related MFR report: #3004209178-2017-08044.